Event description:
It was reported by a customer on (B)(6) 2011 during the procedure, the laser system caused the breaker to trip. Per the customer, the laser was at 15 amp and 10 watts. Also, the customer reported the laser was in continuous use due to a large stone. The customer reported the procedure was completed. No pt injury was reported.